Manufacturer narrative:
Initial reporter: (B)(6). Contact office: (B)(4). The customer reported that the device was discarded and will not be returned for evaluation. The device history report was not reviewed as no lot number was provided.

Event description:
It was reported that the device broke inside the patient without causing injury. Additional information has been requested but additional information was not received.